Manufacturer narrative:
The field service engineer determined air in the water flow. The air was removed and it was confirmed that the instrument is running within specification. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for multiple assays tested on a cobas 6000 c501 module. The following examples were provided by the customer. Patient 1, tested with crep2 (creatinine plus ver.2): the sample initially resulted in a creatinine value of 9 mg/l and repeated as 22 mg/l. It is unknown if a questionable result was reported outside of the laboratory. It is unknown which result is deemed correct. The crep2 reagent lot number and expiration data were requested but not provided. Patient 2, tested with alt/gpt: the sample initially resulted in a gpt value of 129 ui/l and repeated as 7 ui/l. It was asked but it is unknown if both results derive from the same sample. It is unknown if a questionable result was reported outside of the laboratory. It is unknown which result is deemed correct. The alt/gpt reagent lot number and expiration date were not provided.